Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous left anterior descending artery. The lesion was predilated with a 2.0 x 20 mm non bsc balloon. The 3.00 x 20 mm taxus liberte' drug eluting stent was advanced to the lesion, but could not cross. When the device was removed from the pt, stent damage was noted. The lesion was dilated again with a 3.5 x 8 mm non bsc balloon. The procedure was then completed with another taxus liberte' stent. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
Pt over 18 years of age. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).